Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be fluctuating and depleting rapidly. The customer's blood glucose was 174 mg/dl. During troubleshooting with tandem technical support (cts), the customer was instructed to fully charge the pump, monitor the battery performance and to contact cts if the issue persisted. Customer did not contact cts regarding the reported issue.